Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report, issue with defective valve. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the patient reported pain in the right as a result of defective valve via mammogram and ultra sound, no lumps nothing wrong with breast tissue. MRI examinations showed no signs of deflation or rupture. The valve is causing the issue of pain in her right breast. Is like a defect in the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.